Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly, and the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer did not provide details of how the low bg was addressed. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and unexpected shutdown issue was verified, but the alleged low bg was verified, however, no failure was identified.